Event description:
Info provided by foreign reporter indicated that there was no telemetry from the device. The pump did not beep and no battery alarm was noted at last refill. Reporter stated, "no pt injury was reported."